Event description:
The customer reported that during testing, their device was not recognizing the connection of the defibrillation therapy cable. Without the recognition of this cable, the device would be unable to charge and deliver defibrillation energy to a patient. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported device issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported device issue could not be determined.